Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient underwent revision surgery due to alleged pain and cuff tear.